Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, real time EGMs indicated that there was noise on the atrial channel. It was noted that the noise was likely due to the header being compromised. The pacemaker was explanted and replaced. The patient was not symptomatic before, during, or after event.